Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's display was physically damaged.. The device's lcd screen needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue.

Manufacturer narrative:
The date was added to section g3.